Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. The patient condition was stable.

Event description:
New information indicates that the patient presented in clinic on (B)(6) 2021. Programming changes were performed. The patient condition was stable before, during, and afterwards.